Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review is not applicable in this case because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. Visual inspection observed that the device was in good condition with no appearance of any physical damage. During power up process and check the reading of battery, the reported problem was duplicated. Battery capacity was at 75 percent at power up, moment later battery depleted alarm was followed and all the reading of battery ended with n/a. The root cause of the reported issue was found to be the battery was defective. No actions were taken. Pump will be converted into a loaner pool.

Event description:
It was reported that there was an out of box failure - depleted battery alarm. Tried known good battery. No patient injury was reported.